Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947, implantable tachy lead, (B)(6) 2006; 4470, competitive pacing lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead experienced chronic high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.